Event description:
Procedure type: unk. According to the reporter: the endo gia tri-staple dlu blocked during grasping the tissue. The surgeon could not open it. He closed the jaws on the mesentery (without the intention to fire it on that tissue). However, he had problems with opening the jaws as usual, so he decided to fire the stapler on the mesentery. The surgeon did not want to fire it on the mesentery. He had no other option if he wanted to get the stapler out the abdomen. Finally he fired the stapler on the tissue, which he originally did not want to close. They opened a new handle and continued the surgery with success. Pt did not suffer from this malfunction. There was no extra blood loss. The surgeon could open the stapler when he introduced it originally into the abdomen.

Manufacturer narrative:
(B)(4).